Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A trek balloon catheter was used for pre-dilatation and a non-abbott stent was implanted. A 3.5 x 12 mm nc trek was being prepped for post dilatation when there was difficulty removing the protective sheath. When the balloon was advanced to the lesion and an attempt was made to inflate the balloon there was contrast seen coming from the catheter. A second nc trek was being prepped; however, there was strong resistance removing the protective sheath and it was not used. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported difficulty removing the protective sheath and leak were able to be confirmed. The inner member had separated at the proximal balloon marker and the outer member was stretched proximal to the proximal balloon seal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath and subsequent stretched and separated inner member was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.